Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. Reportedly, the customer had been using the same cartridge for over 3 days and using off label insulin. Tandem customer technical support informed customer that insulin is indicated for use with tandem supplies for 3 days and fiasp is off label per user guide. Customer resolved the issue by changing the infusion set and cartridge before resuming insulin.